Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was also noted that the device failed pre-repair diagnostic tests for internal and external leak tightness. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a buccal maxillofacial surgical procedure it was observed that air pen drive device failed when it was connected to the handle/drill device to be used together. It was reported that there was a ten minute delay in the procedure due to the event. It was not reported if a spare device was available for use. It was reported that the procedure was completed successfully and the patient was in good condition. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.